Event description:
It was reported that the pump would not power up. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case, and the bottom case were cracked, and the top case was chipped in the front. A review of the event history log identified low and depleted battery messages. During the functional testing the reported issue was able to be duplicated. The battery was dead and would not take a charge. The root cause of the issue was unable to be determined. Replaced the battery.